Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed a tamponade and was returned to the operating room for a chest washout. Clots were evacuated, and a general mediastinal ooze was noted despite normal coagulation parameters and no evidence of over anticoagulation. The patient was subsequently transferred back to the intensive care unit for ongoing monitoring and medical management. On (B)(6) 2026, it was reported that the patient returned to the operating room for a second time for a chest washout after another tamponade event and required a chest washout.